Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent a surgical procedure (date not reported) to excise the access skin from the abutment and thin the skin surrounding the implant site. The patient was prescribed oral antibiotics (type and duration not reported) post-op. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.